Event description:
The customer reported a filament regulator failure error message occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.